Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported obtaining unspecified higher values when scanning the adc freestyle libre 2 sensor than how the (B)(6)-year-old customer felt. On (B)(6) 25021, as a result, the customer had unspecified hypoglycemic symptoms described as a loss of appetite and had a seizure during her sleep. The caregiver provided the customer 1/2 piece of sugar and was admitted to the hospital where the customer was provided breakfast and diagnosed with hypoglycemia. No further information was provided. There was no report of death or permanent injury.